Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (50 mcg/day), dilaudid (0.3 mg/day), and bupivacaine (5 mg/day) via an implanted infusion pump. It was reported the patient was in the ICU for 5 days due to an infection. The patient had to be incubated and had an infection for about a week.